Event description:
The st. Jude medical fce phoned to report that a device was reporting a hvli less than 10 ohms. The setscrews were tightened and the impedance was reported as 10 ohms using the hvlic. The ICD was reconnected to the lead with results of 70 and 80 ohms. As there was no noise on the egms and all other lead parameters were nominal, the physician elected to replace the ICD.